Manufacturer narrative:
Product complaint # (b)4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a pre-stent graft coil embolization at the internal iliac artery for an endovascular aneurysm repair (eva), a deltafill18 18mm x 55cm (dlf181855, l14271) was used but it was not able to be detached. Energization was repeated several times, but the same issue continued. It was replaced with another coil and the procedure completed. There was no patient injury reported. It was not clear if pre-detachment electrical check was done. There was no report of the actual coil being stretched or damaged when removed from the patient. No excessive force was applied to the device. Adequate flush was not maintained through the devices. An unspecified microcatheter (coiling support) and a detachable control box 2 (dcb2000500) was used. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device l14271 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿failure to detach¿ could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a pre-stent graft coil embolization at the internal iliac artery for an endovascular aneurysm repair (eva), a deltafill18 18mm x 55cm (dlf181855, l14271) was used but it was not able to be detached. Energization was repeated several times, but the same issue continued. It was replaced with another coil and the procedure completed. There was no patient injury reported. It was not clear if pre-detachment electrical check was done. There was no report of the actual coil being stretched or damaged when removed from the patient. No excessive force was applied to the device. Adequate flush was not maintained through the devices. An unspecified microcatheter (coiling support) and a detachable control box 2 (dcb2000500) was used.